Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, screening, and flow tests were conducted on the returned device. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. According to pictures provided by the customer, hi (high force value) message was observed on the carto 3 screen. The screening test cannot be performed due, that the c3 system detected a current leakage. Additionally, a cool flow pump test was performed, and it was found within specifications. No water leak was detected; however, the connector was taken off the handle. Visual inspection was performed and it was found dry blood behind it, the blood was introduced by the electrical tube caused by the damage on pebax and causing a current leakage. The events described were unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the biosense webster quality process, all devices are manufactured, inspected, and released to approved specifications. According to pictures provided by the customer, hi (high force value) message was observed on the carto (B)(4) screen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2023 , the bwi pal revealed that a visual inspection of the returned device found reddish brown material inside and a hole on the pebax with internal parts exposed. These findings have been reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised.